Manufacturer narrative:
The customer service representative examined and tested the system and found it to meet specifications. The ascrs/asorn special report "recommended practices for cleaning and sterilizing intraocular surgical instruments" and the direction for use for the phaco handpiece were sent to the customer. A review of complaints did not indicate any related service requests or adverse trends for either complaint reporting or service requests. The exception is the six reports associated with this complaint; this system did not have any additional complaints. Alcon's investigation, "investigation into increased reports of tass (toxic anterior segment syndrome)", concluded there is no evidence that tass is associated with the use of an alcon product. In addition, a tass task force, sponsored by the ascrs and under the leadership of dr. Nick mamalis, met on an ongoing basis and compiled data regarding the increased incidence of tass cases. The tass task force final report dated september 22, 2006, found no conclusive epidemiologic data to suggest that any one product was responsible for the increase in tass cases that were reported. Careful analysis of the information provide did not reveal a single cause or point source related to this tass outbreak. Their investigation failed to identify evidence supporting an association between a shared product and the cases of tass reported. Therefore, these conclusions allow for this file to be closed.

Event description:
The customer reported six patients were being treated for symptoms of tass. During a follow up call, the customer noted the surgeon did not want these cases reported as tass and declined to complete the questionnaires. No further information is expected. This report is for one patient; for add'l patient see mfg. Report #'s. 2028159-2007-00515, 2028159-2007-00516, 2028159-2007-00517,2028159-2007-00518, 2028159-2007-00520.